Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher sensor scan results between 160-170 mg/dl compared to the readings of 58 mg/dl obtained on the competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer felt shaky, experienced near fainting and self-treated with some sugar (added in a coffee) to increase his glucose level. There was no report of death or permanent impairment associated with this event.